Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 11/14/2016. Date of follow-up report: 12/13/2016. One used lf1737 was received for evaluation. The insulation showed damage to the insulation on the tubing close to the jaws as if the device had been grasped with a tool and/or instrument. The investigation identified the root cause of the additional finding to be user mishandling. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted. The customer originally reported that the device began alarm activating. The investigation noted a symmetrical charred area on the upper and lower seal plates as though the device had arced during activation. The jaws were found to have a short between the two seal plates when the jaws were closed with nothing in between them. Arcing can damage the seal plates and cause the seal plates to short. The device produced a regrasp alarm when activated on simulated tissue with the tip of the jaws. The device completed the seal cycle when the simulated tissue was placed fully in the jaws. It could not be determined what caused the arcing.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported regrasp alarms were heard towards the last half of an ladg procedure. There was no injury to the patient. The device was returned and initial inspection discovered a small piece of insulation was missing from the shaft of the device. The customer had reported that nothing fell into the patients cavity.